Manufacturer narrative:
(B)(4). Batch number ==> n56t7d. Investigation summary ==> the analysis found that one ple60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Three ecr60g cartridge reloads present. The cartridges (b and c) were received fully fired. The cartridge (d) was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Upon further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on shaft subassembly leading the knife not to move forward. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: two pictures were provided. The first picture shows four cartridges fully fired, as the drivers are exposed, and the one piece sled can be seen at the distal part of the cartridges. Tissue can be appreciated on the pockets. Second picture shows seven cartridges fully fired as the drivers are exposed, and the one-piece sled can be seen at the distal part of the cartridges, with tissue on the pockets. Based on the photos alone the event describe is confirmed. A video was provided. On the video a staple line and a cut can be appreciated, bleeding is observed on the left side of the cut, a green cartridge is used. Aat the 4:52 mark firing is performed, the tissue around the cartridge is sticking. Another green cartridge is used, tissue around the cartridge is sticking on the pockets, bleeding can be observed. A third green cartridge can be seen, bleeding on the left side is observed, a device is used to cauterized it. Based on the video alone the event describe is confirmed. Additional information received: the surgeon commented "that the teeth on the gst60g reloads was the cause of the tissue sticking and caused a lot of trauma to the tissue when retracted."

Event description:
It was reported that during a laparoscopic sleeve gastrectomy. Procedure, the surgeon performed mobilization of the greater curve omentum from the stomach starting from the level of the antrum, taking down the posterior attachments of the stomach and dividing the short gastric vessels. Once the greater curve was completely mobilized to the eg junction, the surgeon proceeded to resect the stomach with a bougie (gastric calibration tube) inserted into the stomach. All firings were performed with plee60a: the first two firings performed with gst60g were without incident. The third firing performed with gst60g experience slight tissue sticking on the cartridge surface pocket extensions. The fouth firing performed with gst60g experienced a large extent of tissue sticking on the cartridge surface pocket extensions. The surgeon reverted back to flat deck ecr60g reloads, without incident (i.e. No tissue sticking to the cartridge surface.) He commented that the "teeth" on the gst60g reloads was the cause of the tissue sticking and caused a lot of trauma to the tissue when retracted. There were no adverse consequences for the patient reported.